Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal) on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis (infection (other) describe: endometriosis,), pelvic adhesions (lysis of adhesions;surgery: dilation and curettage/ lysis of adhesions;), endometriosis ablation, body mass index abnormal, paratubal cyst and obesity. No endometriosis or malignancy seen. Concurrent conditions included ovarian chocolate cyst (multiple noted on the abdominal wall, sidewalls, anterior wall and in the cul-de-sac. Foreign body noted in the cul-de-sac appeared to be a plastic 4). Concomitant products included calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit) since 2015 and iron since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pruritus ("allergic or hypersensitivity reaction type: itching,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) uti"), migraine ("migraines/headaches"), headache ("migraines/headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic adhesions ("other injury(ies) or complication(s) please describe: pelvic adhesions") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), hirsutism ("hormonal changes describe: hair growth on face and chest,"), acne ("rashes or skin conditions type: acne"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss.") And back pain ("lower back pain"). The patient was treated with dilation and curettage/, fulgurization of endometriosis, lysis of adhesions and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, hirsutism, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, acne, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, pelvic adhesions and back pain outcome was unknown. The reporter provided no causality assessment for acne, alopecia, endometriosis, fatigue, hirsutism, migraine, pelvic adhesions, urinary tract infection and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet received and new reporter , patient demographic information , lab data, concomitant medication and event hormonal changes describe hair growth on face and chest, allergic or hypersensitivity reaction type: itching, infection (bladder/ urinary tract/vaginal) uti, infection (other) describe: endometriosis, rashes or skin conditions type: acne, migraines /headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication(s) please describe: pelvic adhesions and hair loss ,lower back pain added on 29-nov-2018: medical records received , patient relevant information were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.